Event description:
This MDR is being filed in response to the pt's report that he received two act sensors and both sensor batteries overheated. The pt did not report any injury or burn. These devices will be referred to as device #1 serial number (B)(4) and device #2 serial number (B)(4). A third device was sent to the pt and no issues were noted. Lifewatch performed preliminary testing on device #1 and device #2 on (B)(6) 2011. Based on those results, the devices were sent to (B)(4) for full device interrogation on (B)(4) 2011. (B)(4) results of engineering investigation were received on (B)(4) 2011 and revealed that device #1 passed all functional testing, but device #2 had failure modes that must be reported. All test results reported in this form are reflective of device #2.

Manufacturer narrative:
Eval summary, device #2 full qc testing: fail (overcurrent). Visual pcb inspection: fail (corrosion: u1, u10, c58, c56). Cable electrical inspection continuity on all channels: pass. Cable electrical inspection for no short on all channels: pass. Cable visual inspection of cable: pass. Cable visual inspection of yoke: pass. Leakage current: pass. Sensor temperature increase: fail. The overcurrent and temperature increase failures are correlated. Overcurrent failure in the test station implies that the sensor's current consumption was beyond the testing thresholds. The sensor failed as the current consumption in normal operation was 93.5ma instead of 80ma. (B)(4). A failure in the decoupling capacitors (as observed in the visual inspection) will cause excess current consumption of the device. Excess current consumption will cause the battery to heat up, thus the sensor's temperature increased by 3.5 degree c. Although, the pt felt the sensor overheat, it posed no safety hazard as when the sensor is exposed to the maximum ambient temperature of 37 degree c a temperature increase of 2.9 degree c will bring the sensor's temperature to less than 43 degree c. This is below the threshold that applicable literature establishes as what would cause burn. Associated accessory device: model #com001 serial # (B)(4).